Event description:
It was reported that the pump battery was depleting quickly. It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.